Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The device associated with this report was not returned to j&j medtech orthopedics for evaluation. The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 202.894; lot number: 68p9163; manufacturing site: mezzovico. Release to warehouse date: 16 sep 2020. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: was there a surgical delay in relation to the reported event? Yes, since there were several ways to extract the screw body from the patient's bone, however, it was only possible to prevent the tip from being exposed so that it did not generate soft tissue (muscle) and palpable damage to the skin. Was another medical intervention necessary? No. Was the surgery successful? (Yes or no): yes. Indicate the patient's status/outcome: the osteosynthesis for which it was scheduled was performed, only that more screws were placed than the specialist had considered required. Will the devices be returned? (Yes or no). No, the head of the screw flew off and it was not possible to find it in the operating room after the procedure was finished and the rest of the screw remained in the patient's cortical.

Event description:
It was reported that on october 11, 2024, the self-tapping 2.7x 34 mm cortical screw lost its head at the moment of entering to the second cortical, leaving a part in the patient¿s bone. Then the doctor drills to place another screw insisting that the usf equipment must have a thread. He requested the cortical screw 2.7x38mm, however that screw presented difficulty during insertion, and removed it.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.